Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that likorall 250 es, natural had emergency stop function test failing. Unit lowered too fast from the high position to the low position (in 30 seconds). This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.